Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use current pump for insulin therapy. Manual insulin injections were administered to address elevated bg level. Customer¿s blood glucose was 300 mg/dl.